Event description:
A piece of the diaphram disengaged from the trocar into the pt cavity and was retrieved to complete the case without further incident. Procedure: davinci rr prostatectomy. Pt status: no pt injury reported.